Event description:
It was reported that prior to implant, the pacemaker was in backup vvi mode upon device interrogation. The pacemaker was not used and was not replaced on (B)(6) 2025. There was no patient involvement.

Manufacturer narrative:
The reported event of device in backup mode was confirmed. The device was received with normal telemetry communication and its output was in backup mode. The device image analysis indicated hardware reset has occurred, consistent with an anomalous integrated circuit error on the hybrid, which turned the device into reset mode. The backup condition reoccurred during the analysis. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.